Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 that the over temperature alarm did no function with over temperature. This occurred during testing and no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found the device enclosure and line cord to be damaged and dirty. Device underwent functional testing and the reported customer complaint was not confirmed. The device was deemed to be beyond economical repair and was scrapped. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.